Event description:
It was reported that a on (B)(6) 2019 a revision surgery was performed due to worn out implants. Liner, steam, head and shell explanted and replaced. Primary surgery was performed on (B)(6) 2016.

Manufacturer narrative:
Under 1020279-2019-03156. The new information confirms that this is a duplicate complaint, therefore, if further details are provided in future confirming the opposite, our files will be updated accordingly and a further report will be submitted outlining both events details and our investigations performed.